Manufacturer narrative:
Series 7000 primary femoral ms, cat # 7120-0005r, lot # unk was also listed in this report, but not returned to the MFR. At the present time, it cannot be determined which, if any of these devices may have caused or contributed to the reported pt pain. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "the pt had a revision surgery due to a knee pain on mar 30th. The tibial component and patella were remained. The surgeon requested a wear analysis report on the insert.